Event description:
A malfunction alarm identified as malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood and acknowledged.